Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago, that the drill tip fractured while surgeon was drilling the pilot hole. Patient did not experience any harm, and the surgeon used another drill tip to complete the surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The lot number provided by the customer is the vendor¿s lot number. Following a review of the customer¿s purchase history, there are seven (7) possible lot numbers and the possible combination of lot number. 422580 422560 422590 422610 422550 a visual inspection was carried out on the returned drill. The drill shows heavy signs of use. The drill has fractured near where the drill flutes meet the drill body. A dimensional analysis was performed on the fractured drill. Dimensional analysis was performed and found to be conforming where measured. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The raw material certificate showed material is conforming to specification. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.